Event description:
It was reported that an alarm was sounding. The patient missed the pump refill as he was out of the country and upon return the hcp (health care professional) was unable to refill the pump. The patient was seen in various emergency rooms and received 'shots of morphine' which the patient reported did not help. The patient was admitted to the hospital due to the return of pain and withdrawal symptoms. The patient was being treated with pca (patient controlled analgesia) and oral medications. A few days later, it was reported that the telemetry strips showed a pump motor stall. An MRI (magnetic resonance imaging) had been done on the day of admission to the hospital. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.